Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had low blood glucose level and the pump was over delivering. The customer¿s blood glucose level was 35 mg/dl. The customer¿s blood glucose level at the time of incident was 47 mg/dl and current blood glucose level was 106 mg/dl. The customer turned the pump off and the blood glucose level was 70 mg/dl. The customer¿s blood glucose level was 47 mg/dl and evidently it was lower than that and the customer also reported that she had blood glucose reading lower than 36 mg/dl. The customer had blood glucose level 41 mg/dl and had excessive lower than that. The customer was not feeling good so she turned the pump off. The customer changed the infusion set and then low blood glucose level occurred short after blood glucose level was 35 mg/dl. The insulin pump will not be returned for analysis.